Manufacturer narrative:
H6: patient code updated to reflect code 2645. H10: evaluation results: one level 1 hotline low flow system was returned for investigation in used condition. Visual inspection revealed a cracked tank cover. There was also wear and tear damage on the line cord and enclosure. The unit also had an outdated pcb and power switch. The investigator subsequently filled the tank with water, plugged in the line cord, and turned on the power switch. The device was not pumping water. The investigator installed a test pcb and the pump was still failing to pump the water. The customer reported product problem (failure to recruit water) was therefore confirmed during testing. The product problem occurred because of a faulty pump. The device history record was reviewed and showed that this device met all manufacturing specification for product released for distribution. No issues were identified that would have impacted this event. The problem source of the reported product problem was unknown. A root cause was not established. The unit was determined to be beyond economical repair due its old age. No repairs were made.

Event description:
Additional information was received indicating that the product problem occurred during preventative maintenance which was being performed on (B)(6) 2020. There was no patient involvement. The initial reporter did not notify any regulatory authority.

Event description:
Information was received indicating that a smiths medical level 1 hotline blood and fluid warmer was found a recirculating water failure. There were no reported adverse effects.